Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-01-11 - equi, hum stem primary, press fit 11mm: (B)(6), 320-01-38 - equi reverse 38mm glenosphere: (B)(6), 320-10-00 - equi rev tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev comps scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev compress scr lck cap kit, 4.5 x 26mm: (B)(6), 320-38-00 - equi rev 38mm humeral liner +0: (B)(6).

Event description:
As reported, approximately 6 years and 5 months post the initial left reverse total shoulder arthroplasty, the patient complained about mild pain in the shoulder and presented with loosening on the glenoid side. Whether this is caused by fall or infection is unconfirmed. The surgeon removed the implants. There was no reported breakage of a device or surgical delay/prolongation. The patient as last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as the devices were not returned for evaluation, and no clinical information, radiographs, or images were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.